Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump did not alarm for low reservoir when the reservoir was low. The blood glucose reading was 400 mg/dl when the customer woke up. The customer treated with the insulin pump. The insulin pump passed the displacement test and self test. The customer visually inspected the reservoir and the amount matched the status screen.